Manufacturer narrative:
Retainer ring : black. Case type : ngp customer complained on (B)(6) 2022 device alarmed stuck button and unresponsive keypad. Unable to perform self test and displacement test. Intermittent response from all buttons due to moisture damage to connector on electrical board 1.devicesuccessfully downloaded to thus. The p-cap/reservoir does lock properly. No stuck button error alarms noted during testing. Device alarmed stuck button on event date in pump downloaded history was not confirmed. Unit passed the keypad voltage test. The j1 connector on electrical board 1 was locked properly during visual inspection but had moisture damage. Device was cut open to perform visual inspection and found moisture damage on the electrical board 1, electrical board 2, force sensor, and motor. The following were noted during visual inspection: cracked case corner of the belt clip rails near the battery compartment, cracked case behind the pump at the battery compartment, cracked battery tube threads, serial number label missing, end cap address label missing, scratched case, keypad overlay texture damage, missing display window cover, cracked select button keypad overlay, pillowing keypad overlay, and corroded battery tube. Confirmed intermittent response from all buttons due to moisture damage to j1 connector on electrical board 1, unable to perform testing. No stuck button error alarms noted during testing and pump alarmed stuck button on event date in device downloaded history not verified. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
Customer reported stuck button. It was reported that the insulin pump was returned for analysis.

Event description:
Information received by medtronic indicated that the down marked buttons on the insulin pump's keypad were not responding. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for product analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.